Event description:
The facility reported a fail code 570. Info was not provided regarding whether or not the failure occurred during a pt infusion.

Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of his automated peritoneal dialysis therapy. Per initial report, the home patient noted air bubbles in the patient line of the homechoice set. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.